Event description:
It was reported to philips that the measurement module panel on the device was cracked. The customer requested that the device be returned for bench repair. There was no reported patient involvement.